Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple cartridge alarms occurred using multiple cartridges. One cartridge was found to be damaged. Customer's blood glucose (bg) was "very high"; however, no bg value was provided. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
This medwatch report was inadvertently submitted. The reported event was previously submitted under mfg report number: 3013756811-2021-99140. Section h - summary report attached